Event description:
It was reported "as nurse was placing accucath she felt resistance in the deployment of the wire, so she pulled everything back, and the coiled wire tip broke off in the patient."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.